Manufacturer narrative:
(B)(4). E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion sets tubing detachment events on (B)(6) 2025 while sleeping. The detachment was from quick release (qr) at the site. The insertion sites were arms. The infusion sets were in use for two days. The blood glucose level was 234 mg/dl at the time of events and the patient was treated with pump and manual injection. No further information available.